Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The partial deflation was not confirmed. The balloon bunching was confirmed. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a distal right coronary artery (rca). A non-abbott guide wire was advanced and a distal embolus and bradycardia occurred. An aspiration catheter was attempted to advance to the lesion, but could not cross. An rx tenku was used for pre-dilatation. A 3.0 x 12 mm xience xpedition stent was deployed in the distal rca. A 3.5 x 28 mm xience xpedition was inflated 3 times at 10 atmospheres to deploy proximal to the first stent. When the 3.5 x 28 mm xience xpedition balloon was being deflated, it only partially deflated and during removal it could not be pulled back into the guiding catheter. The stent delivery system, guiding catheter and guide wire were removed as a single unit. The proximal end of the balloon was bunched. The guiding catheter and guide wire were re-advanced to the lesion and intravascular ultrasound (ivus) was performed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.